Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back under the distribution node. Patient reports the distribution node was digging into his back and there was a small open irritation. Patient reports removing the lifevest for two weeks. Patient refused to wear the lifevest again and ended use. There was no alleged device malfunction contributing to the irritation. Patient reported that his physician is aware of the irritation but did not prescribe anything. Outcome of the irritation is unknown.